Manufacturer narrative:
(B)(4). Clinical opinion of the event: it was reported that "access site had to be cut down farther than intended to remove the entire device. A section of the device did not remain inside the patient¿s body". "According to the initial reporter, the patient did not experience any adverse effects due to this occurrence". The access site had to be extended (enlarged) in order to remove the device. The patient outcome and the status of the patient were not communicated. Based on the available information it is reasonable to suggest that the root cause of the event might be associated with the medical procedure or an eventual malfunction of the device. Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the device photos conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ there is no evidence to suggest the product was not made to specifications. Review of device history record shows one nonconforming event. It should be noted there were no other reported complaints for this lot number. Upon review of the returned photograph it can be seen that two sections have uncoiled, and where the sheath has broken. With the information available we are unable to determine root cause, but it is feasible to suggest that the patient¿s anatomy may have been a contributing factor for this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during a peripheral intervention lower extremity procedure, the sheath unraveled and fell apart inside the patient. The physician accessed the site via the opposite leg and went up and over the bifurcation. An angioplasty balloon was used to treat the vessel and the balloon was removed. Upon removing the sheath to place a closure device, the sheath unraveled and fell apart inside the patient. The access site had to be cut down further than intended to remove the entire device. A section of the device did not remain inside the patient¿s body and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported that during a peripheral intervention lower extremity procedure, the sheath unraveled and fell apart inside the patient. The physician accessed the site via the opposite leg and went up and over the bifurcation. An angioplasty balloon was used to treat the vessel and the balloon was removed. Upon removing the sheath to place a closure device, the sheath unraveled and fell apart inside the patient. The access site had to be cut down further than intended to remove the entire device. A section of the device did not remain inside the patient's body and the patient did not experience any adverse effects due to this occurrence.